Manufacturer narrative:
Based on the information available, there is no indication or report that a davinci product caused or contributed to the reported post-operative complication. There is insufficient information to determine when the procedure occurred and which specific system was used; therefore, no system logs are available for investigation. This medwatch report (patient identifier #(B)(6)) is submitted for an operative complication. Separate medwatch reports (patient identifier (B)(6)) are submitted for other operative complications mentioned in the same article. Section e initial reporter: this section documents the reporter name as an author of the newspaper article. The site name and address information documents the information for the hospital where the robotic procedure was performed. Source of newspaper article: https://www.nytimes.com/2023/10/30/health/hernia-surgery-component-separation.html.

Event description:
According to a newspaper article, a patient who underwent a da vinci assisted component separation procedure developed a serious complication that necessitated an additional surgery. According to the surgeon, it was his first da vinci assisted component separation procedure that he had performed. There were no malfunctions of da vinci systems, instruments or accessories reported in the article.